Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that the patient was not getting relief from their personal therapy manager (ptm) boluses and they were not hearing the bolus activation chime, described by the patient as "do not the pump activate". According to the patient, it always made a noise when they were able to receive a bolus. The patient also reported that their pump is loose and "partially sticking out" but then skin is not broken. According to the patient, they will have to have surgery again to properly place it back in. The patient requested that someone come to their home to verify the pump is "wrong" correctly. No further complications were reported.